Event description:
During use of a 6/7fr mynx control vascular closure device (vcd), button one would not depress. When the vcd was removed, the sealant sleeve was split causing the sealant was exposed. There was no patient injury. Manual pressure was used to achieve hemostasis. The device storage temperature did not exceed 25 °c. After the procedure, a 6fr avanti sheath was in place. The physician attempted to depress button 1 but button 1 would not depress when antiquate tension was held (grey line, lined up to other grey markers, signaling ok to depress button 1). The physician pulled everything out when button 1 would not depress and noticed that the housing around the peg was split and the plug was exposed. The physician held manual pressure till hemostasis was achieved. The vcd is available for analysis.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received and the correct lot number for this case is f2130502. Manufactured date 02-nov-2021. Expiration date30-nov-2023. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 6/7fr mynx control vascular closure device (vcd), button one would not depress. When the vcd was removed, the sealant sleeve was split causing the sealant to be exposed. There was no patient injury. Manual pressure was used to achieve hemostasis. The device storage temperature did not exceed 25 °c. After the procedure, a 6fr avanti sheath was in place. The physician attempted to depress button 1 but button 1 would not depress when antiquate tension was held (grey line, lined up to other grey markers, signaling ok to depress button 1). The physician pulled everything out when button 1 would not depress and noticed that the housing around the peg was split and the plug was exposed. The physician held manual pressure till hemostasis was achieved. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, buttons 1 & 2 remained in the manufacturing position with stopcock closed. The sealant remained in the manufacturing position exposed to blood, adhered to catheter shaft, and not exposed along the catheter. The sealant sleeve assembly was observed to have been severely kinked/bent. The syringe was not returned with the device. A compatible procedure sheath was locked on to the sheath catch. Per dimensional analysis, the slit length of the returned devices was verified and noted to be within specification. The catheter working length from distal end of sheath catch to proximal end of balloon of the returned devices were verified and noted to be within specification. A simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). Button 1 was depressed fully without any resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the tamp tube. The device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was not frayed/slit/torn but was severely kinked/bent. A product history record (phr) review of lot f2130502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature¿ , ¿button one frozen/locked¿ and ¿sealant sleeves frayed/ split/ torn¿ were not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. The sealant sleeves of the returned device was severely kink/ bent. Procedural factors, may have contributed to the reported events. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, it could prevent the device from being inserted into the procedural sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿ the IFU also instructs to insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Neither the phr review nor the information provided suggests that the reported events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.